Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr email notification and medical records received. After review of medical record, the patient was revised to address pain. Operative findings reported there was evidence of osteoarthritic picture and little synovitis, serous fluid 10-50 ml, arthritis, the acetabulum was altered by osteophytes and articular cartilage was eburnated.

Manufacturer narrative:
Pc-(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.